Event description:
It was reported that a clearlink continu-flo solution set had an issue with no flow. The nurse stated that while using baxter primary tubing, the sigma pump alarmed ¿downstream occlusion.¿ according to the report, this occurred when the nurse was ¿running [unknown] fluids through one pump and [unknown] antibiotics through another. They were connected at the port closest to the patient (antibiotic line was connected to the fluid line). The fluids ran fine but the antibiotic pump kept beeping. The IV worked well. The nurse tried to flush through a port on the tubing, and when the nurse connected the syringe, it ran fine. Once the nurse took the syringe off, it wouldn't run. The nurse put the tubing in a different pump and the same thing happened. Once the nurse put new tubing in with the same setup, it ran fine.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.